Manufacturer narrative:
An attempt to inflate the balloon with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, which is approximately 4.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear was the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynxgrip vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1507709) indicated that the mynx lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported by the company representative: the balloon ruptured on calcium at pull back on the first device. We removed the device and tried again with a second mynx vascular closure device. We got the balloon back to the arteriotomy but the physician removed the sheath before delivering the sealant. We removed the second device and held manual pressure for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was not caused by the mynx device/mynx procedure. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at arteriotomy. There was resistance while inserting the device. There was resistance while pulling back. Procedure type: intervention peripheral vessel size: 5 mm sheath size: 6f stick location: medium.